Event description:
The customer reported that while the iabp was in use on a patient, the iabp display went blank but the iabp continued providing assistance. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the keypad controller pcb (part number: (B)(4)). The iabp was tested to factory specification. It functioned normally and was returned to the customer. No patient injury was reported.